Event description:
The consumer's mother alleges the oxygen tubing caught fire and burned her son on his left ribcage.

Manufacturer narrative:
Device has been in use for 10 years and is no longer in warranty. Manufacturer received information from dealer that consumer's mother alleges her son was burned on the rib cage. However, no conformation was received on the alleged injury. Mother believes the user's facility contributed to the alleged event. Dealer inspected the device and determined the source of ignition to be external to the device. The concentrator was functionally tested by the dealer with no discrepancies observed. Information indicates user smoked and lived in a confined area. No malfunction apparent. MDR filed based on alleged injury.